Manufacturer narrative:
H3: product analysis part# 2161001, lot# nm20b003- visual and optical inspection confirmed the instrument is broken a couple threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload. H6: updated eval. Code result and eval. Code conclusion post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was received at memphis and analysis is yet to begin. A follow-up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a pivox implant and cage using a pivox shaft for a trans/ante psoas approach. (Dlif/olif). It was reported that the shaft broke and fragment of the instrument was remaining in the patient's body. Threaded tip of inserter shaft is within the blue washer of pivox implant. Cage was implanted and unable to be removed. Access to the broken tip is limited due to cage insertion. Cage was being impacted into pre prepared disc space. Inserter shaft came loose, and the surgeon advised to tighten it. It was hit with a mallet prior to tightening and the shaft fractured. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was multi level stenosis and levels implanted were l3-4. There was no treatment or additional surgery performed as a result of this event. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.